Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device is experiencing pain. The patient feels that the tubing that goes from the pump to the cylinders seems coiled up above his scrotum near the base of his penis. The patient reported he is experiencing occasional pain and that it feels like the tubing is tightening. No other adverse patient effects were reported.